Event description:
Started with stomach issues (ibs) allergies, brain fog, memory, mood swings, chronic fatigue, headaches, nausea, dry eyes, problems with vision, dry mouth, low libido, irregular periods, knots in my shoulder and neck looks like a large lump on my neck in back, tingling and numbness in spine, sharp pain on one side, depression, anxiety, aging faster; insomnia, add, swelling of feet, weak; sensitive to loud sound/bright lights. Bloated stomach, acid reflux and most recently acne on the chin. Throughout the years I have seen an eye doctor for glasses, was diagnosed with add, ibs symptoms; continued yeast infections, bladder infections, allergies and a chiropractor for the insane amount of pain my neck and back endure on a regular basis day after day. They usually say what the symptoms are thought to be, and most tests done will come back negative. FDA safety report ID# (B)(4).